Manufacturer narrative:
This report is being filed to provide additional information. .corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause remains undetermined at this time. Analysis of the run data file (rdf) has shown that a positive pressure was measured in the inlet line at the end of ac prime, prior to donor connection. Signals from the run correspond to opening of the white clamp on the donor line, while the blue clamp on the donor line remained open. In this instance, air is pulled into the system, particularly into the anticoagulant line. Based on the information received it is possible that the white clamp on the sample pouch was open at that moment and air was drawn into the sample pouch.

Event description:
Due to EU personal data protection laws, the patient identifier and age are not available from the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they observed air from the sample bag moving up toward the needle on the return line during a collection procedure. Patient (donor) information is not available at this time. Patient (donor) outcome is not available at this time. The trima collect set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, and h.10. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, no medical intervention was necessary for this event.

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Signals in the rdf correspond to opening of the white clamp on the donor line, while the blue clamp on the donor line remained open. In this instance, air is pulled into the system, particularly into the ac line. Based on the information received it is possible that the white clamp on the sample pouch was open at that moment and air was drawn into the sample pouch. Investigation is in process. A follow-up report will be provided.

Event description:
Patient's gender and weight were obtained from the run data file (rdf).